Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer hospitalized due to vehicular accident. The insulin pump was destroyed. The insulin will be replaced. Nothing further reported.